Manufacturer narrative:
(B)(4). A visual evaluation of the advanix-naviflex was performed. The pull wire was fully retracted until point of no return and it was kinked in several locations at proximal section. The pull wire cap was detached from the device and it was not returned with the device. The guide catheter was detached from the delivery system, proximal end of guidecatheter is tapered indicating it was properly attached to the delivery system, also it was kinked in several locations. The push catheter is bent at distal section. Based on the product analysis, patient anatomy and customer maneuvering during the use of the device can lead to kink the catheters. Once the catheters are kinked, this condition can cause resistance at the moment to retract the pull wire/guide catheter, continued attempts to retract the pull wire/guide catheter or force applied retracting the pull wire in order to release the stent can result in guide catheter and pull wire cap detachment due to friction between the components at kinked areas. Therefore, it was concluded that the investigation conclusion code of this event is 'cause not established' since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. DHR review was performed and no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex was returned. There is no further information regarding this event. This event has been deemed reportable based on the investigation results; guide catheter broke.